Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) was emitting tones. Device interrogation revealed a warning screen and a fault message indicating an out-of-range shock impedance had been encountered. The fault was reset. Later, the patient again presented due to device tones. The same fault was noted. The physician elected to induce ventricular fibrillation (vf); the arrhythmia was successfully terminated with a 14 joule shock. The resulting shock impedance was acceptable at 42 ohms.